Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt's mother reported, the pt's infusion sets often leak insulin between the cannula and the headset adhesive. She has experienced elevated blood glucose of up to 400 mg/dl as a result. She bolused and injected insulin via pen to lower her blood glucose. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion sets were replaced and requested to be returned for eval.